Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. The right ventricular (rv) lead was noted to have h igh/undefined superior vena cava (svc) coil impedance. The svc coil was noted to have been previously programmed off. The right atrial (ra) lead was noted to have high threshold. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.